Event description:
It was reported this tracheobronchial stent was successfully placed in the aorta. During post dilatation of the stent, perforation at the aortic iliac bifurcation and extending into the aorta was noted under fluoroscopy. A wallgraft was successfully placed and the patient was transferred to surgery where successful repair of the perforation was performed. The company were informed this patient expired the following day from metabolic acidosis due to an occluded segment of an aortic-bi-femoral graft. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. This device was used in a non-indicated procedure, aorta stent placement and no malfunction of this device was reported. The company believes user technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted." Contraindications include: "use of the device in very small bronchials which could impede catheter removal."